Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer confirmed the reported problem. The completion of this repair was not approved by the customer. Therefore, performance verification testing was not completed, and the device remains at the facility, with no further repair having been performed by the manufacturer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the exhalation flow is defective. There was no patient involvement.